Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a nutrition catheter replacement procedure. The procedure date was performed on (B)(6) 2017. According to the complainant, during the removal of the device, the internal bolster detached inside the stomach. The detached bolster was retrieved using the endoscope and grasping forceps. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
A visual examination of the device revealed that the returned bolster was separated from the device. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing and the inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. It was noted that the condition of the returned unit was consistent with the complaint incident that the internal bolster detached/separated. Based on all gathered information, the most probable root cause is "operational context." A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a nutrition catheter replacement procedure. The procedure date was performed on (B)(6) 2017. According to the complainant, during the removal of the device, the internal bolster detached inside the stomach. The detached bolster was retrieved using the endoscope and grasping forceps. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.